Event description:
Claimant alleges that the select gt abruptly stopped tossing him out of unit and into dresser drawer at home.

Manufacturer narrative:
The device is not available for evaluation by pride at this time. Should the device or further information become available, a follow-up report will then be submitted.